Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading, and caller confirmed that alarm occurred despite following on-screen prompts and had not experienced similar alarms with this pump before. There was no adverse impact to the customer¿s blood glucose level. Caller initially removed cartridge and delivered 9-unit bolus per technical support instructions, then later reported being unable to reload original cartridge; technical support assisted in loading new cartridge using proper technique, and customer successfully loaded new cartridge, resumed insulin delivery, and issue was resolved.